Manufacturer narrative:
The complaint sample was not returned by the reporting facility. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. The account indicated a 24.5 diopter lens was used. The handpiece and viscoelastic details were not provided. This is an approved lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and email. A completed questionaire was not received. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the tip of the cartridge folded back on itself causing an enlargement of the incision. The iol was implanted with no damage to the iol. A sealant was used to seal the incision and the procedure was completed. Additional information has been requested.